Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. The lead was returned in two segments severed approximately 13.5 centimeters (cm) from the is-1 pin. Visual inspection of the lead noted, the extracting stylet had was still in the distal segment of the lead. There were setscrew marks observed on the terminal connectors and drag line marks found on the is-1 terminal ring. In addition, calcium deposits were found on most of the proximal coil. An addition test was performed to see if calcium on proximal shocking coil shows any characteristic relating to the reported observation. Test revealed very little changes in impedance measurements, 3 ohms between the shocking coil that has calcium deposits versus regular shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information through a non boston scientific remote monitoring system that detected an lia (lead integrity alert) that met the criteria of a short interval counter and out of range impedance measurement on the right ventricular (rv) lead. It was also indicated that there was noise found. There were no inappropriate shocks delivered. The lead was explanted and successfully replaced with another right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.